Event description:
A competent authorigy notified stryker of a report that a customer¿s device was frozen and buttons were non-fuctional, along with unexpected shutdown. This is indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A competent authorigy notified stryker of a report that a customer¿s device was frozen and buttons were non-fuctional, along with unexpected shutdown. This is indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. This issue is patient related; however there was no adverse event reported.